Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the shocking/jolting was that the patient was sitting in their recliners watching tv. The steps that were taken was the rep turned the ins off. The patient reported the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was a couple days ago when the pt turned their stimulation off they felt a "prickle" of stimulation in their stomach and in their right leg. Yesterday the pt felt a jolt of electricity through their back and it felt like they were on fire. Pt had to turn the stimulation off and that made their chest and back feel better. Pt went to the hospital and test results showed that the issue was not related to their heart and the pt thought that the issue was related to their medtronic device. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that their medtronic representative was sydney campbell and the pt has an appointment with their hcp next tuesday. Pt mentioned that their hcp was suppose to reach out to them today. Caller was redirected to the healthcare provider (hcp).